Event description:
It was reported that the user attempted to reconnect to the pump after a supply change while operating in bg run mode and did not recognize that the alert had updated to indicate the bg run had expired, leading to a situation where the device had stopped dosing. The user awaited a replacement continuous glucose monitor (cgm) sensor and was advised to revert to backup therapy and contact their endocrinologist for dosing guidance. Symptoms included hyperglycemia peaking at 306 mg/dl. Outcomes included transition to subcutaneous insulin via pen for backup therapy and education on device status and appropriate next steps. Investigation included troubleshooting and education on bg run expiration, device alert interpretation, and backup therapy procedures. Investigation of this case revealed user misunderstanding of the bg run expiration alert and that dosing had ceased, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to misunderstanding of alerts and therapy state.